Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to anterior tibial tray impacting proximally.

Manufacturer narrative:
The reported event could be confirmed, based on available CT scans and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- "failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. Tibial (construct): there is clear radiolucence visible within the CT scan, there is also some cysts and sign of subsidence anteriorly. Therefore loosening and some anterior migration can be confirmed. Talar (construct): there is also some anterior radiolucence and anterior cysts visible, here. Loosening is likely, but migration can not be confirmed. Full tar (construct): there is only indirect assessment available from the treating surgeon. However, the anterior impaction can be confirmed and that could be interpreted as a patient and a user/treatment related issue, here." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event if device is returned or any further information is provided, the investigation report will be reassessed.